Event description:
It was reported that patient underwent revision elbow arthroplasty on (B)(6) 2012, due to loosening and a fracture after a fall. Patient underwent a second revision on (B)(6) 2013, due to a loose humeral implant. The humeral component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." The previous revision procedure on (B)(6) 2012, were reported on medwatch numbers 1825034-2012-02581 & 02582